Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: clarification of the event is requested. It was reported that the closing handle appears not to be functioning and would not open fully. Did the device close? If yes, was it difficult to close? Was the device difficult to open? The lot number reported 44ef9w is not a valid lot number in our system. What is the lot or batch number for the pse45a? Response received: the product specialist has confirmed that no further details are available in relation to this matter. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a video assisted thoracoscopic throscopy procedure, closing handle appears not to be functioning and would not open fully. Another like device was used to complete the procedure. There was a delay of five minutes. There were no adverse consequences for the patient reported.